Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) number and other product specific information. If additional details become available, a supplemental report will be submitted. The device is not available for analysis; therefore, no physical analysis of the product could be performed. Mechanical issue and urinary incontinence are acknowledged within the instructions for use (IFU) and are not related to off-label use or failure to follow instructions. The reported patient symptom of urinary incontinence is a known risk associated with this device type and indicated as such in the instructions for use. Based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that a patient with an artificial urinary sphincter (aus) experienced recurrent incontinence and presented with a nonfunctioning device. A revision surgery was performed, during which the physician stated that the cuff was not activating due to fluid within the system not returning from the reservoir to the cuff and pump. The issue was addressed during the procedure using an accessory kit, and the system was opened to restore fluid flow. Following the revision, fluid flow was restored, and the device was retained and functional. There were no further patient complications.